Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. Lead migration was confirmed via x-ray imaging. A lead revision procedure was completed to restore therapy.